Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, after inserting the lens and removing the preloader, the lens came out of the incision. Additional information has been requested.

Event description:
Additional information received indicating in the surgeon's opinion, the event was caused by a fault in the preloaded device. The performance of the device did not cause any serious patient injury as lens came out of the incision still folded.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).